Event description:
Per the info provided to co the physician/surgeon's office through means of an operative report, it stated: "the pt's chief complaint, 'my pump does not work', present illness: "pt is a 51 year old white male who underwent an initial penile implant by me in 1987. He has organic impotence secondary to iddm (insulin dependant diabetes mellitus) and has had three previous pump replacements because of material defect." Procedure: "scrotal explantation with replacement of inflatable penile implant pump." "Care was taken to go through the various dartos layers and the pump was identified and found to be intact. The capsule to the pump was then opened and the fluid was aspirated. The pump was then examined and the line from the pump to the right cylinder was broken approx 1cm above the pump and 2cm away from the connection between the pump line and the cylinder. The pump was removed with moderate difficulty in order to save as much length to the lines to the cylinders and reservoir as possible. A new pump was then obtained. The pt tolerated the procedure well. The pt became active and voided and was discharged on appropriate pain medication and antibioltic of keftabs 500 bid for 5 days."

Manufacturer narrative:
In received info physician stated that once prosthesis was removed and examined it was noted that "line from pump to right cylinder was broken." Physician also stated that tubings from left cylinder and reservoir to pump were intact. Physician further stated that tubing length was not observed to be excessive or inadequate, that device was not in a position that would have caused stress(s), and that theree was no info apparent in pt's history that would have contributed to this occurrence. Qa was unsuccessful in securing explanted prosthesis for eval. Without benefit of analyzing explant, qa is precluded from confirming any observations and precluded from commenting on condition of prosthesis. Should explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance to procedures.